Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted through the emergency department. At the time of admission, he was "light-headed, near syncopal, dehydrated and in acute renal failure". The history screen interrogation revealed multiple "pl event, low speed advisory warnings and pump off alarms". The log file showed the fixed speed = 9000rpms, auto low = 9000rpms. There were -8 low speed advisory events recorded by the log file. On (B)(6) 2014, there was a motor stopped event recorded by the log file. During this event, actual speed = 0 rpms, voltage = 14.9v, flow = 10.4lpms, avg pl = 4.5. The pocket controller was exchanged.

Manufacturer narrative:
The reported event of pump stoppage was confirmed upon evaluation of the data retrieved from the returned system controller. The retrieved log file captured the pump speed value at 0 rpm on (B)(6) 2014, while the system controller was supported on 14 volt lithium-ion batteries. The log file also captured an increase in values for the pump power (increased to 16.4 watts) and estimated flow (increased to 12 lpm), when the system controller was supported by the 14 volt lithium-ion batteries and the power module. The returned system controller passed the functional test procedure using our laboratory equipment and was found to function as intended. The evaluation was able to confirm that all visual and audible alarms properly activated when they were induced. The system controller operated on a mock circulatory loop without any notable event or elevated pump power values captured in the event history. The analysis could not determine a specific cause for the pump stoppage, elevated pump power and estimated flow values recorded in the log file as there were no anomalies identified with the returned system controller. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported the patient expired due to cancer on (B)(6) 2014. The cause of death was not device related.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.